Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient¿s spouse reported that the patient experienced a low blood sugar event while taking a shower and passed out. It was indicated that the patient was administered glucagon. The patient¿s husband could not recall the cgm or bg meter values at the time of event. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. The problem could not be confirmed. The root cause could not be determined.